Event description:
As reported, the patient had an initial left tka on (B)(6)2022. The patient developed an infection and therefore needed to have soft tissue cleaned and poly swapped out on (B)(6)2023. Patient was downsized to a truliant ps tib insert size 4, 9mm. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, h4, h6. MDR section codes updated/corrected: b, c, d, g. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.